Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay on two cobas 8000 e 801 module analyzers. The sample also had a discrepant result for the elecsys tsh assay ver. 2 when tested on the second e 801 analyzer. This medwatch will apply to the elecsys tsh assay. Patient identifier (B)(6) for information related to the elecsys tsh assay ver. 2. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2020. The sample was repeated on an abbott architect. The value from the architect analyzer was believed to be correct. The sample was also provided for investigation, where it was tested on a second e 801 analyzer. The e 801 analyzer used at the customer site is serial number (B)(4). The e 801 analyzer used for investigation is serial number (B)(4). Elecsys tsh assay reagent lot number 440688, with an expiration date of march 2021 was used on this analyzer.